Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, restenosis occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 18mm with 85% stenosis. A 3.5x20mm liberte stent was implanted. There was 0% residual stenosis. The procedure was technically successful. The following day angiographic stenosis of the target lesion was identified. An urgent coronary bypass graft (CABG) was performed. No additional information about the CABG was provided. The patient was discharged nine days after the index procedure with improved, stable class 4 angina. Aspirin 100mg and clopidogrel 75mg were prescribed daily for twelve months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.